Manufacturer narrative:
Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Reportedly, the patient faced an accident in (B)(6) and got the back injured. The patient had to get it fused and new hardware was placed. Five weeks post-op, the patient experienced symptoms of allergy.